Event description:
A medtronic representative reported that, while in a minimally invasive spinal fusion procedure, they were unable to track the o-arm. The o-arm tracker was not visible although they had a green line of communication and could see the frame/tracker in other instrumentation. Trouble-shooting and re-booting the system did not resolve the issue. The surgeon opted to discontinue navigation, and continued as an open procedure. The o-arm was taken back into the operating room to do a confirmation spin post-screw placement and it functioned normally.

Manufacturer narrative:
Patient weight was not available from the site. No files/exams have been returned to manufacturer for evaluation. Per a medtronic representative, following-up at the site, the wireless tracker box on the o-arm was replaced. A subsequent procedure was performed using the o-arm and treon on (B)(6) 2013 and there were no issues. Systems functioned properly.

Manufacturer narrative:
Correction to codes and further investigation information: the suspect o-arm tracker was returned for analysis and found to be fully functional. However, after replacing the tracker on the system at the site no subsequent issues have been reported. Unable to determine root cause with available information.